Manufacturer narrative:
(B)(4).

Event description:
It was reported that about 8 hours after insertion of the intra-aortic balloon catheter (iabc), it was noted by the staff that blood was found inside the tubing and the balloon had ruptured. The intra-aortic balloon pump (iabp) alarmed for high baseline. As a result, the iab was removed and replaced with another product. There was a report of delay in therapy and the patient's blood pressure dropped while replacing the catheter. There was no report of patient death. Additional information was obtained from the hospital. This patient was implanted with 10 coronary stents before CABG procedure and the physician commented he had challenge to find location to graft this patient. The patient was dependent on the iabc and the patient's condition stabilized when the new iabc was replaced. The patient was discharged from the hospital last week.

Event description:
It was reported that about 8 hours after insertion of the intra-aortic balloon catheter (iabc), it was noted by the staff that blood was found inside the tubing and the balloon had ruptured. The intra-aortic balloon pump (iabp) alarmed for high baseline. As a result, the iab was removed and replaced with another product. There was a report of delay in therapy and the patient's blood pressure dropped while replacing the catheter. There was no report of patient death. Additional information was obtained from the hospital. This patient was implanted with 10 coronary stents before CABG procedure and the physician commented he had challenge to find location to graft this patient. The patient was dependent on the iabc and the patient's condition stabilized when the new iabc was replaced. The patient was discharged from the hospital last week.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Punctures and damage to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.